Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used for a duodenal stenting procedure on (B)(6), 2010. According to the complainant, a malignant, 4cm stenosis existed within the third portion of the duodenum. The anatomy was not tortuous, nor predilated, and the diameter at the proximal part of this anatomical location was reported to be about 40mm. During the initial attempt to deploy the stent, the physician decided that the stent needed to be repositioned. While attempting to reconstrain the stent, the physician felt some strong resistance. The physician adjusted the scope position and tried again to deploy the stent. After approximately 3cm of the stent had been deployed, the outer sheath accordioned and separated from the handle. The physician was able to remove the device without issue. There were no patient complications reported as a result of this event. There is no update on the patient's condition as the doctor decided to abort the procedure; no further intervention has been performed.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the delivery system was returned for analysis. A visual examination revealed that the clear outer sheath was kinked and accordioned at several locations. The catheter was kinked and accordioned for a distance of 3mm at 192mm proximal to the distal end of the outer sheath. The distal handle was detached from the outer sheath; however, 5mm of the outer sheath was still attached to the distal handle. The blue outer sheath was kinked and accordioned for distance of approximately 60mm distal to where the blue outer sheath had separated in two. The outer sheath was unable to be moved proximally or distally. The condition of the returned delivery system was consistent with the reported event of handle broken; the complaint was confirmed. The most probable root cause has been labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used for a duodenal stenting procedure on (B)(6), 2010. According to the complainant, a malignant, 4cm stenosis existed within the third portion of the duodenum. The anatomy was not tortuous, nor predilated, and the diameter at the proximal part of this anatomical location was reported to be about 40mm. During the initial attempt to deploy the stent, the physician decided that the stent needed to be repositioned. While attempting to reconstrain the stent, the physician felt some strong resistance. The physician adjusted the scope position and tried again to deploy the stent. After approximately 3cm of the stent had been deployed, the outer sheath accordioned and separated from the handle. The physician was able to remove the device without issue. There were no patient complications reported as a result of this event. There is no update on the patient¿s condition as the doctor decided to abort the procedure; no further intervention has been performed.